Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump experienced physical damage to the display after the user carried it in a pocket and either sat on it or dropped it, resulting in a broken screen and loss of device function; blood glucose was reportedly not affected, and the user transitioned to backup therapy while continuing cgm use via the dexcom app or receiver. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included customer interviews, troubleshooting and education on shutdown steps and data sync, verification of shipping and return process, and issuance of a replacement device with instructions that device data would not transfer and that a startup process would be required. Investigation of this case revealed a damaged device enclosure/display consistent with external physical stress, with no malfunction of internal therapy delivery reported and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces.